Manufacturer narrative:
Approximate age of device- 2 years, 6 months (calculated from manufacture date). Manufacturer's investigation conclusion: no external power alarms were confirmed in the review of the submitted log file. The log file contained approximately 8 days of data, spanning from 25nov2018 03:43 to 03dec0218 10:41, per the timestamp. The fixed speed was set to 9,600 rpm and the low speed limit was set to 9,200 rpm. A no external power/low battery hazard alarm was captured on (B)(6) 2018 02:23 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. A similar series of no external power events occurred on (B)(6) 2018 00:12. The pump parameters were not affected during the incidents and the system was supported by the backup battery. Per the vad coordinator, the mpu¿s internal aa batteries were changed out, as they had not been changed since implant. The patient did not have any symptoms and was instructed to clean their battery connections weekly with alcohol. The patient remains ongoing on vad support. No product available for investigation. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. The heartmate ii lvas IFU and the heartmate ii patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power and low voltage alarms. The heartmate ii lvas IFU and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low voltage advisory. The manufacturer's technical service representative reviewed the log file and observed no external power alarms which might be caused by the power cord coming loose from the mobile power unit (mpu) or the ac wall outlet. Low flow events were also observed on (B)(6) 2018. The low voltage advisories appeared to be routine normal battery depletion.